Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10-jul-2019 with the following findings: investigation found the pump to be unresponsive due to moisture ingress (medwatch report #2531779-2019-05572). Investigation was unable to review the pump's download to confirm a date/time reset issue or complete any further testing due to the moisture ingress. Report late due to transition from vmsr program. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the pump was unresponsive due to moisture ingress. This report is made based on results of investigation completed on (B)(6) 2019. There was no indication that the product caused or contributed to an adverse event.